Event description:
Related manufacturing reference: 3008452825-2023-00267. During the paroxysmal supraventricular tachycardia procedure, noise and optical issues resulted in troubleshooting which caused a procedural delay. Noise was noted on the distal electrode of the catheter and the electric potential was not displayed. The catheter was replaced which resolved the issue and the procedure continued. The baseline was taken correctly on the second catheter and showed 20g but after insertion, no contact force was displayed. The catheter was replaced to a third catheter and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One bi-directional, curve d-f, tactiflex ablation catheter, sensor enabled was received for evaluation. The catheter was unable to pass force accuracy testing. A discrepancy was noted between the force accuracy manufacturing data and the optical properties of the returned device, consistent with the failed force accuracy test and the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the discrepancy remains unknown.